Event description:
During coil embolization within the aneurysm, the 1st coil was placed without any difficulty. The physician felt resistance while advancing the 2nd coil through the microcatheter and the coil becamed pre locked in middle of the microcatheter. The coil and microcatheter were removed as a unit. The same microcatheter was used to complete the procedure. Continuous flush was maintained within the microcatheter. There was no adverse effect to the pt. Additional information will be submitted within 30 days upon receipt.